Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the probable cause as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low anion gap and ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), patient results on their dxc 600 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.